Manufacturer narrative:
The calcium and creatinine reagent lot numbers and expiration dates were requested, but not provided. The customer stated that controls were acceptable. The field service engineer found split rinse mechanism tubing. The tubing was cut and re-attached. The heat cut filter was replaced. Analyzer checks, a cell blank, precision studies, and controls were run. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen. 2 and creatinine plus ver.2 on a cobas 8000 c702 module. The sample was repeated since the operator did not believe the initial values. The sample initially resulted in a calcium value of 6.5 mg/dl and it repeated as 9.3 mg/dl. The sample initially resulted in a creatinine value of 1.66 mg/dl and it repeated as 5.53 mg/dl. The repeat values were deemed correct.